Manufacturer narrative:
Correction: initially reported mfg site name: boston scientific - (B)(4). Corrected to: mfg site name: boston scientific - (B)(4). Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has the wire kinked and broken, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device returned fractured in two sections and severely damaged: the part#1 (proximal section) presents the body kinked; and the part#2 (distal section) presents the body and the distal tip kinked. All the outer diameter (od) taken were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guidewire fracture occurred. A 182cm v-14 controlwire guide wire was selected and advanced to the target lesion. During procedure, the physician noticed that the tip of the guidewire had fractured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that guidewire fracture occurred. A 182cm v-14 controlwire guide wire was selected and advanced to the target lesion. During procedure, the physician noticed that the tip of the guidewire had fractured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).